Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted asymmetrically (z-syndrome) approximately 5 months post implant in the pt's right eye. The pt noticed a decrease in vision. The lens was removed and replaced with another model lens. The pt's current prognosis is good with sulcus lens. Additional info has been requested.